Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is not working at the speed the customer set it to, since a treatment was left half-administered. There was patient involvement, but no harm occurred.